Event description:
The customer reported the light was not working, despite changing the lamps, when inspecting the device prior to use. The user facility also tried to change the power leads and plugs, but there was still no power going to the device. The facility cancelled the scheduled cases. There was no patient impact. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The reported event was not confirmed during inspection and testing. The device passed all tests and no fault was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of could not be identified. Olympus will continue to monitor field performance for this device.